Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies was returned to the MFR for evaluation. We are unable determine the cause of the event.

Event description:
It was reported that the pt underwent a spinal procedure to implant interbody device at each level of l3-s1 and to implant the posterior fixation at l3-s1. Approx 3 weeks post op, it was discovered on the x-ray that the interbody device migrated at l3/l4. The revision surgery was performed approx a month post op to replace the migrated implant to a larger sized device. The set screw and the rod were replaced with new ones at the revision surgery.